Event description:
A bayer rep reported the following: a female pt suffered an alleged air injection while connected to the avanta fluid mgmt system while undergoing a left coronary angiography. An air bubble was observed in the lad (left anterior descending) artery. The pt experienced chest pain and st segment depression that was detectable on ECG. The pt was given nitrate and heparin. Approx 5-7 mins after treatment, the pt's symptoms resolved and the pt was stable. No further intervention was required.

Manufacturer narrative:
Bayer svc performed an injector checkout on (B)(4) 2015 and the injector was found to perform to specification and as intended. The injector has been in use daily since the reported occurrence. The actual disposables involved during the incident were unavailable for return, however, the site was able to provide the lot number of the single-patient disposable set (spat) that was in use during the incident. Testing of the retained samples found that the product performed as intended. The customer received add'l applications training on (B)(6) 2015.